Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 400 mg/dl. Customer reported that blood glucose normally went high during the night and treats with manual bolus. Customer was assisted with carbohydrate ratio adjustments. Customer also stated that the tape is not sticking. Insulin pump is not expected to return.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).